Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead has poor sensing function. It is believed this lead has dislodged. Tachy detection has been disabled and the patient will be situated with a life vest pending lead revision. No adverse patient side effects have been reported. Should additional information become available, this event will be updated 3/21/2016. This lead was successfully revised. The date of revision was not provided.